Event description:
The dental implant fx4012swc was removed on (B)(6)2017 due to failure to osseointegrate 5 months and 2 days after implantation. The doctor indicated that local infection caused the implant removal. The patient has history of tabacco use, but no other significant medical history and has been recovered without complications.